Manufacturer narrative:
The reporter indicated the exchanged lens still had a high vault and did not resolve the problem. See MFR report # 2023826-2019-01543. The cause of the event was due to patient sulcus was too small and the vault was therefore too high. The patient needed a smaller lens. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated the cause of the event was due to rotation of ciliary body smaller than measured eye. Device evaluation: the lens was returned in liquid, in lens tray box. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+1.0/097 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting and peripheral corneal-iris touch. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.